Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the drape pulled skin off of the patients face. The patients abrasion was cleaned with a triple antibiotic ointment. The next day the abrasion was healed. Additional information has been requested and received.

Manufacturer narrative:
This is the first complaint reported for this lot. Review of the device history report (DHR) indicates the order was built to specification. No sample has been returned for evaluation; therefore, the condition of the product could not be confirmed. Root cause: the root cause of the customer's complaint is not known; a sample was not returned for investigation. Based on the information provided by the customer, the most likely root cause of this complaint is an error that occurred during the supplier's manufacturing process. Another potential root cause is the technique that is used to remove the drape from the patient's face. Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. (B)(4).